Event description:
Caller reported that the touchscreen of the pump was cracked, rendering it illegible and unusable. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's levels. The customer reverted to multiple daily injections (mdi) as a backup therapy and was instructed by technical support to place the pump into storage mode and return it with a pre-paid label.